Event description:
Device malfunction: partially deployed stent. Time of malfunction: during preparation. Symptoms/ae: na. It was reported that during preparation, it was noticed that the distal row of the xpert stent struts were already exposed. Reportedly, there was no patient involvement. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.